Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 401 mg/dl. The customer¿s other blood glucose level was 346 mg/dl. The customer switched over to a new infusion set and eventually the blood glucose level increased. When they removed the infusion set, it was bleeding and it stopped already. There was no changes in the insulin pump settings and the cannula was not bent. The device will not be returned for analysis.